Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor glucose vs blood glucose. The customer also had low blood glucose of 50 mg/dl. The customer's current blood glucose was 113 mg/dl. The customer treated with food. The drive support cap was normal. The customer¿s blood glucose was 70 mg/dl and the sensor glucose was 120 mg/dl. Just about an hour ago blood glucose was 50 mg/dl and the sensor glucose was 90 mg/dl. The product was not returned for analysis.